Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that during a left transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/delivery system and the 14fr esheath. The valve was seen to be outside the esheath. As reported, the patient had severe peripheral artery disease (pad). Serial dilatations were performed with 6x40, 7x40, and 8x40 mustang balloons. The esheath was then successfully advanced into the body. Once the valve was in the sheath we felt resistance and the team panned down to see the valve outside the esheath. The valve exiting the sheath caused a vascular injury. A surgical cutdown was required to remove the devices. The patient required blood products. There was no bleeding from the sheath liner tear upon device removal. The difficulty experienced was experienced when the delivery system was approximately halfway into the sheath. The loader was fully inserted into sheath. The delivery system was in default position during insertion. There was damage observed on the valve frame. The case was aborted.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was unable to be confirmed as the valve or relevant imagery was not returned for evaluation. A review of DHR, lot history, and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'there was resistance between a 26mm s3u valve/ds and the 14fr esheath. The valve was seen to be outside the esheath. There was damage observed on the valve frame'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Review of 3mensio revealed that calcification and tortuosity was present in patient's access vessel, and the vessel diameter was less than the recommended mld (5.5mm) for 14fr esheath. Tortuosity in access vessel can create a challenging pathway as it can create sub-optimal non-coaxial angles, and calcification creates constrained conditions. Both tortuosity and calcification would cause increased resistance during delivery system/thv advancement. If excess force was applied to overcome resistance during the delivery system advancement, valve struts can get caught onto the sheath and result in valve frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity, calcification, undersized vessel) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a thv territory manager that during a left transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/delivery system and the 14fr esheath. The valve was seen to be outside the esheath. As reported, the patient had severe peripheral artery disease (pad). Serial dilatations were performed with 6x40, 7x40, and 8x40 mustang balloons. The esheath was then successfully advanced into the body. Once the valve was in the sheath we felt resistance and the team panned down to see the valve outside the esheath. The valve exiting the sheath caused a vascular injury. A surgical cutdown was required to remove the devices. The patient required blood products. There was no bleeding from the sheath liner tear upon device removal. The difficulty experienced was experienced when the delivery system was approximately halfway into the sheath. The loader was fully inserted into sheath. The delivery system was in default position during insertion. There was damage observed on the valve frame. The case was aborted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.